Event description:
Uterine manipulator broke in half during procedure. Distal portion removed. Speculum placed in vagina and proximal portion visualized coming out of the ectocervix. It was grasped with polyp forceps and removed. The entire uterine manipulator was retrieved. A new manipulator placed without difficulty. Manufacturer response for uterine manipulator, uterine manipulator injector: z-uterine manipulator 4.5 (per site reporter). Representative: [redacted name]. M: [redacted number], [redacted name].